Manufacturer narrative:
In response to FDA report number mw5091109. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Patient reported via regulatory agency ¿faulty valves allowed major mold contamination into their body," "implants were explanted and covered with black mold,¿ "implants they had were not even FDA approved at the time of implant." Patient also reported ¿33 precancerous colon polyps," "very ill," and "disabled"; these are not device related. Device has been explanted. This record is the right side record.